Event description:
An opti [que] balloon was ruptured. The sterile sleeve could have ruptured it or it may have been overinflated. The device may not have been tested prior to use and may have deflated.